Event description:
Healthcare professional reported right side "bilateral exchange from textured to smooth due to concern with the product". Healthcare professional additionally reported right side hole non specific. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device)crease fold and wear abrasion. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.